Manufacturer narrative:
The correction/removal reporting number was added. The product correction letter was issued on december 8, 2017.

Manufacturer narrative:
An abbott investigation has determined that the bottom of the cuvette segment may detach due to either excessive force applied during manual cleaning of cuvettes or cuvette wash tower crashes, or due to lack of sufficient glue during cuvette segment manufacturing (c4000 and c8000 only). A product correction letter will be issued to all current architect c4000 analyzer, architect c8000 system and architect c16000 system customers to inform them that the base of the architect cuvette segment may become detached under specific conditions causing the potential for falsely depressed clinical chemistry patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors.

Event description:
Error code 6506 was generated on the architect c16000 analyzer. It was determined that the likely cause of the error was a broken cuvette holder (part of the cuvette segment). The holder was replaced. There was no impact to patient results or injury reported.